Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported "downstream occlusion alarms" was reproduced. The device was sent for downstream occlusion testing where a false downstream occlusion alarm occurred. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration values out of specification. Force sensor no-tube and force sensor scale factor calibrations will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.